Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under their left breast under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient used an antibiotic for the skin irritation. It's unclear if a physician prescribed or recommended the patient use the antibiotic for the skin irritation. The medical outcome of the patient's skin irritation is unknown as follow up attempts were unsuccessful. Reporting out of the abundance of caution.